Event description:
It was reported that during a kidney surgery during intraoperative use, the powered vascular stapler failed to function as intended at the time of firing, resulting in an unsuccessful staple deployment. This led to severe bleeding, and immediate corrective actions were required to control hemostasis. Due to the severity of bleeding and failure of the device, the surgical team was compelled to convert the procedure from laparoscopic to open surgery to ensure patient safety. If other, describe -- kidney transplant donor case, was surgery delayed due to the reported event? -- yes, was procedure successfully completed? -- yes, if yes, were they removed easily without additional intervention? -- no, other information: -- ¿ severe intraoperative bleeding ¿ conversion from laparoscopic to open surgery ¿ prolongation of operative time, patient status/ outcome / consequences -- yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? -- severe intraoperative bleeding,

Manufacturer narrative:
(B)(4). Date sent 1/21/2026 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: are there pictures/videos available for this complaint? No ¿ what is the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) ¿ severe intraoperative bleeding ¿ conversion from laparoscopic to open surgery ¿ prolongation of operative time attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Did the patient receive any preoperative chemotherapy or radiation? Were the staples the appropriate b-shape form? Did any staples deploy? Any clips, clamps, or graspers near the area where the device was being fired? How was the case completed? Was a different device used? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2026. D4 batch #240d55. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 240d55, and no non-conformances were identified.